Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the unicel dxi 600 access immunoassay system serial number (B)(4) for one (1) patient. The sample (designated as sample two 2) was questioned when it did not correlate with the other results in the cardiac series. The customer repeated the patient's sample on the same unicel dxi 600 access immunoassay system and a lower result, within the customer's established reference range was obtained. The initial, elevated access accutni+3 result was released from the laboratory. There was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result, as the patient was started on heparin therapy. Quality control (qc), calibration, and system check were all performing within the assay and instrument specifications at the time of the event. The sample was collected in a lithium heparin gel plasma tube and was centrifuged for three to four (3-4) minutes at 4500 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as exact date of birth or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.